Manufacturer narrative:
The device has not been explanted due to patient stomach condition and hospitalization unrelated to the stimulator. The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, not confirming device positioning after the procedure, patient going through an MRI, not anchoring the device correctly, patient engaging in strenuous activity, and using inappropriate tools have been ruled out as potential causes. The implanting clinician stated the reason for the migration is the stimulator off-label implant resulting in inadequate anchoring. The stimulator is used for the treatment of pain. The cause of migration is the stimulator off-label implant resulting in inability to anchor adequately.

Event description:
Patient states stimulator is causing burning after turning off waa for 1 week. Patient experiences burning when she turns her head. Patient is still getting pain relief with the stimulator but the stimulator causes a burning sensation when she is wearing it. The doctor would like to explant and revisit once healed.